Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised due to elevated ions, pain, discomfort, and inflammation.

Manufacturer narrative:
(B)(4).

Event description:
Update apr 17, 2017. Pfs and medical records received. In addition to what was previously reported. Pfs alleges stiffness, limited motion of right hip and weakness atrophy. After review of the medical records for MDR reportability, operative notes stated trunnionosis, a rush of brown-tinged fluid was indicative of metal adverse reaction to metal debris. An MRI showed evidence of pseudotumor and fluid collection. Revision op procedure noted ''removal of a pseudotumor from adverse reaction of metal debris. Metal ions were below 7ug/l.surgeon indicated that ¿there was no corrosion between liner and the shell¿. Product codes and lot numbers were provided. This was updated on apr 26, 2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative:

Event description:
Update aug 14, 2017: legal medical records received. In addition to what was previously reported, revision notes reported right leg was approximately 5 mm shorter than left leg, granulomatous change and flat inflammation of the synovium. Pathology report stated benign mature bone and fibrovascular tissue with mild chronic inflammation.this complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
Ppf and sticker sheets received. In addition in what was previously alleged, ppf alleges metallosis. Doi: (B)(6) 2007 - dor: (B)(6) 2016 (right hip).